Manufacturer narrative:
Image of product received for product evaluation.

Event description:
The collet tines were reported to have been found to be misaligned when the device was received back from the customer. There were no reports of this failure having occurred during use with a patient or having any impact on a procedure.

Manufacturer narrative:
Added UDI to d4.